Event description:
It was reported that there was ¿concern for failed deep brain stimulator (dbs) battery.¿ patient¿s last implantable neurostimulator (ins) replacement was on (B)(6) 2012. There were no signs or symptoms. Reference manufacturing report number: 3004209178-2013-19588.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3389-40, lot# j0451701v, implanted: (B)(6) 2005, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3387-40, lot# j0443962v, implanted: (B)(6) 2004, product type: lead; product ID 7438, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).